Event description:
Customer reports back to back testing on the same meter while using the advantage sys with results of 376mg/dl and 176mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect prod and a replacement was sent.